Event description:
Event description guidant received information that at the elective replacement procedure of this patient's ICD, this transvenous defibrillation lead was found to be fractured. The df-1 pin connected to the proximal coil was reported to be 'swimming' in the pocket and completely separated from the lead body. The pace/sense portion of the lead remains un-damaged and active. The df-1 port on the new device was plugged and the system is now shocking between the device and the distal coil.